Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The guide wire was not returned for evaluation. The technician attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen occluded. The technician was able to clear the occlusion dried blood was observed at the tip of the guide wire. The condition of the iab as received indicated an occlusion in the inner lumen which most likely caused the reported problem. We are unable to determine how this may have occurred. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) sensation plus 40cc catheter could not pass over a wire. The customer stated they encountered resistance and subsequently used a second iab catheter without any issues. No harm was reported to the patient.

Manufacturer narrative:
A supplemental report will be submitted once additional information has been obtained. Complaint record ID # (B)(4).